Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:05. Daily hv-lead impedance trend data shows no prior measurement data for svc defib then one high impedance measurement is recorded for svc defib = 254 ohms on (B)(6) 2011. Sensing - oversensing 1 - ventricular nst=210 ms average v-cycle on (B)(6) 2011 09:00:05.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient alert for high superior vena cava [svc] lead impedance was triggered and the patient reported feeling a shock at the same time. Device interrogation revealed high svc lead impedance, however, it was also reported that the svc port has been plugged since implant and svc impedance had never been measured by the device before. No intervention occurred and the device remains in use. No patient complications have been reported as a result of this event.